Manufacturer narrative:
The nurse reported that the display and remote display for the central nurse's station (cns) were not working while in patient use. During investigation, it was found that the root cause was confirmed to be incorrect black box extender configuration. Nk tech support resolved the issue through assisting the customer with the configuration.

Manufacturer narrative:
The nurse reported that the display and remote display for the central nurse's station (cns) were not working. Nihon kohden technical support provided troubleshooting tips, that included power cycling the black box, which did not resolve the issue, indicating that the black box video extender/remote was causing the malfunction. The nurse did not want to further troubleshoot the issue and stated that she would contact the biomedical engineer for further assistance. If the customer continues to encounter the malfunction, they will contact nihon kohden. No patient harm was reported.

Event description:
The nurse reported that the display and remote display for the central nurse's station (cns) were not working.

Manufacturer narrative:
Details of complaint: on 2/18/2018 customer nurse reported that the cns displays and remote display were not working (blank display). Cns tower, monitor and visual alarms have power to them. The cns and monitor cabling were tied down and customer nurse did not want to troubleshoot further. Customer biomed was to call back for further troubleshooting. It's unknown if customer biomed had continued troubleshooting. Further information was not provided on this ticket. On 4/3/2019, customer called regarding the same issue. This incident was documented under ticket (B)(4). Under ticket (B)(4), it was determined that the issue was caused by incorrect configuration. Customer was advised to disconnect the nk monitor from the cns, connect the cns to the vga repeater using vga, and connect the nk monitor to the vga repeater using vga. This resolved the issue. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: cns device was put into service on 10/9/2013. Service history shows the no other configuration issues. Service history for this customer shows this is an isolated incident. Per ticket 25386, the root cause of the issue is due to user needing education on the proper configuration of the displays. Investigation for ticket # (B)(4): details of the complaint third party vendor reported blank screen on the vga repeater connected to the cns (pu-621ra sn:(B)(4)). Service requested: troubleshooting/assistance. Service performed: customer was advised to disconnect the nk monitor from the cns, connect the cns to the vga repeater using vga, and connect the nk monitor to the vga repeater using vga. This resolved the issue. Investigation result: the root cause is determined to be user error/education needed. Issue was resolved with the assistance of nk ts in advising proper set up. This device was not in use with a patient and there was no reported patient harm. Based on the given information, this issue is not suspected to be caused by deficient device or design. Additional information: if follow-up, what type?: correction.

Event description:
The nurse reported that the display and remote display for the central nurse's station (cns) were not working.